Manufacturer narrative:
Evaluation summary: the reported condition of device says pump failure was confirmed. The failure was found to be failure code 570:320:844:0000 due to depleted main batteries. The main batteries where replaced to correct the reported condition. (B)(4).

Event description:
On january 11, 2010, the facility representative reported to baxter global technical services one colleague cx triple channel volumetric infusion pump in which the device says pump failure. The reported condition occurred during patient therapy in the general patient ward. According to the hospital representative, therapy was stopped. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software version 5.04.00 categorized as unremediated.

Manufacturer narrative:
(B)(4). Should read "male."

Event description:
The customer reported that an intellivue x2 measurement server had generated a visible "speaker malfunc." Inop message.

Event description:
Following use of sumavel dosepro I had slight echo problem in the right ear. I again used the sumavel on wednesday, (B)(6). Several hours later I lost the hearing in my right ear. I read the info sheet on the medication and it indicated there were ear problems in the trials. The doctor has told me I have total loss of hearing and can see no reasons why. Could you give me additional info regarding the loss of hearing during the trial usage? Dose or amount: one dose, once a day, as needed. Dates of use: #1: (B)(6) 2010; #2: (B)(6) 2010. Diagnosis or reason for use: migraine headaches. Sumavel dosepro used two doses (B)(6), (B)(6) 2010.

Manufacturer narrative:
(B) (4)additional information: this issue is currently being investigated under CAPA # (B) (4).